Manufacturer narrative:
Concomitant medical products: 419688 lead, implant date: (B)(6) 2015; c4tr01 crt-p, implant date: (B)(6) 2015; 5076-58 lead, implant date: (B)(6) 2010; 5076-52 lead, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited possible mirror image oversensing. The pacing leads remain in use. No patient complications have been reported as a result of this event.